Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system - non-dehp solution set leaked. During a cytarabine chemotherapy infusion via a peripherally inserted central catheter, "a scant amount of fluid" was observed "coming out of the top port site". The infusion was stopped and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5115973 for this event. Should additional relevant information become available, a supplemental report will be submitted.